Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the display screen of insulin pump was scratched pretty bad and makes it difficult to read sometimes. The customer¿s blood glucose unknown. Customer stated that they had to prime insulin pump more than once also received random unexplained no delivery alarms. Customer also stated that they had replace batteries every 7 days in every week. The device will not returned for analysis.